Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnosis procedure was being performed when the issue occurred and was completed by using another system. Customer reported to philips that the system gave an alert of exposure was not possible. The review of system logfiles showed malfunction with the ippc. Upon troubleshooting, the philips field service engineer (fse) found that the software of ippc was defective. To resolve the issue, the fse reinstalled the system software, recreated the image and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating exposure was not possible, preventing x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.